Manufacturer narrative:
The device was received for evaluation out of the pouch and primed. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and no issues were found. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link y-type extension set was not flowing solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.